Event description:
A surgeon reported that during a vitreoretinal procedure for an epiretinal membrane, there was a leakage from the center hole of the valved trocar cannula. It was unable to remain in place with the eye closed. The procedure proceeded after the surgeon had the product replaced with a new one. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A sample has been requested for evaluation, but it has not yet been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).